Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that in doing an inservice, an l4-034 was popping up on the screen. The control module was powered off and back on to give the l4-034 once again. The recommendation for the scm12 to come in for an interface board evaluation. There have been no patient consequences reported.